Event description:
On (B)(6) 2023 the UK facility has received a customer complaint from the customer stryker. Regarding: it was reported that the grounding pad burned the patient during the procedure. Occurred on (B)(6) 2023. Stryker grounding pad that was ordered for mg2 rf generator burned pt leg during procedure incident occurred during procedure. Pt was burned on back of left thigh. Pt was given antibiotic cream and physician will monitor. No delay. Procedure was completed successfully. The skin prep to the neck and pack was clear chloraprep. The skin prep to the grounding pad site was none. Pt. Had some hair, but not excessive. Customer states they were not given the updated recommendations for these grounding pads until after the incident. The generator did not malfunction. The settings were on 85 degrees celsius for 90 seconds. Md dictated second degree burn. Due to the mdical intervention to preclude impairment, nissha medical technologies limited has found this to be a reportable event.

Manufacturer narrative:
The production record was reviewed and there were no atypical events or occurrences that could account for this event. Information provided by the customer was reviewed. They have confirmed that the pad was incorrectly orientated when compared to the instructions for use. It is concluded that the cause of this event is failure to follow the instructions for use.